Event description:
It was reported that a cgm error 42 occurred with a g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided with information to perform a complete pump reset by technical support and was advised to reset the pump when ready, with a suggestion to follow up if the issue persisted.